Event description:
It was reported that the patient stated that he does not feel or hear the click when inflating and deflating his inflatable penile prosthesis (ipp). In addition, the patient informed that he has been experiencing mild automatic inflation and deflation. Troubleshooting guided by the patient services specialist was attempted to no avail. A revision surgery has not been scheduled. No additional information was reported.